Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, seven (7) packages containing the ultraclean blade electrode, 6" with extended insulation were discovered with "insufficient heat seals". Three (3) of the seven (7) devices exhibited partial seal disruptions all in the chevron seal, and the additional four (4) devices exhibited full seal disruptions (opened seals). Testing results confirmed that one (1) package exhibiting a partial seal disruption did fail the dye leak test on (B)(6) 2015. In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.

Manufacturer narrative:
Conmed corporation received seven (7) "unopened" packages containing the ultraclean blade electrode, 6" with extended insulation for evaluation. Visual examination of the returned packages found three (3) packages with partial seal disruptions and four (4) packages that exhibited full seal disruptions (open seals) all occurring in the chevron seals. In all of the returned packages, there is evidence of good adhesive transfer to the poly material showing that a full seal existed after the manufacturing of the device. The device packages exhibiting the partial seal disruptions were transferred to packaging engineering for dye leak testing. One (1) of these devices exhibiting the partial seal disruption was confirmed that the seal failed the leak test on (B)(6) 2015. The other two (2) packages with partial seal disruptions in the chevron seals passed the leak testing exhibiting intact sterile seal barriers. This lot was manufactured on 26-aug-2014. A review of the device history record for this lot found no ncrs and no note of discrepancies during the manufacturing process. In these instances, preliminary investigation revealed that the most probable cause of the partial seal disruptions appeared to be related to the movement of the product that most likely occurred during shipping and handling. Of the (B)(4) units from this lot shipped to the distributor, there was only (B)(4) units found with open seals and (B)(4) units with partial seal disruptions found by the distributor inspector, who performed 100% incoming inspection of all devices. In addition, of the lot containing (B)(4) units, there are no other similar complaints received. A two year review of product history for this device family showed other than this complaint there have been only three (3) additional reports received with similar confirmed failure modes. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4)percent. The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.